Event description:
The customer reported the issue occured prior the procedure started. There was no delay, and the procedure was completed with same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the olympus lamp bulb had been used for over 500 hours and reached the end of its life. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the light source experienced power turned off. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.